Event description:
During an aneurysm treatment procedure, the imager ii catheter lumen was not the proper size resulting in dislodgement and embolization of the cook tornado coil. The imager ii catheter was advanced through a 6 fr medikit sheath to the target lesion in the patient's right arm. Difficulty was encountered advancing the 3 mm cook tornado coil through the catheter. The coil was removed and a 4 mm cook coil was advanced with resistance. The coil became stuck in the lumen at the catheter tip. During attempts to removed the catheter the coil dislodged and embolized to a vessel below the patient's knee. The physician suspected the imager ii catheter lumen diameter was "not correct" resulting in the clinical event. An unsuccessful 5 hours surgical procedure was performed to remove the coil. The patient was reported to have restricted arterial blood flow below the knee.

Event description:
The customer's complaint could not be confirmed. The returned imager catheter is clean. Without visible damage noted. The catheter was verified to have the correct ID as required by the product specifications. The cook coil used in the procedure [cook mreye embolization coil lot 1479423 ref imwce-35-3-4] was not returned with the complaint catheter to determine whether the coil was within the required specifications. An x-ray film was returned for review. The x-ray confirmed that the cook coil was located below the pt's knee, but did not demonstrate any information regarding the inner diameter of the imager catheter. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined. As the root cause was not determined to be directly associated to the manufacturing process requirements of the imager ii catheter, no corrective/preventative actions were assigned.